Manufacturer narrative:
The device history record (DHR) and other quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that a tampon came apart during removal and pieces remained inside. This event occurred with one tampon. There have been three attempts (15-jan-2018, 22-jan-2018 and 25-jan-2018) to contact the consumer for more information; whereupon, no answer was received. On 25-jan-2018, the consumer returned our call and stated that she is unsure if pieces still remained inside of her, so she planned to seek medical assistance. A follow-up attempt was made on 31-jan-2018 to contact the consumer for more information, but no answer was received. Therefore, it is unknown if the consumer received medical assistance. No further information is available at this time.